Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was changing batteries every 6 days last couple of months. The insulin pump was giving no insulin delivered alarms. The insulin pump also made a louder rewind noise and was slower. The customer had to press buttons a few times to respond. No harm requiring medical intervention was reported. Troubleshooting was not performed. It was unknown if the customer will continue using the device or not. The product will not be returned for analysis.

Manufacturer narrative:
Customer returned pump for alleged drive/motor anomaly, rewind anomaly, charge/battery lasts less than expected, unresponsive keypad, and no delivery/occlusion alarm - unknown timing. Pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, sleep current measurement, and self test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms noted during testing. However, verified the pump alarmed battery removed on 10/28/2022 at time 22:07:42.000 and low battery alert on 10/05/2022 at time 09:08:00.000 were found in history files. No motor related alarms or stuck button alarms noted in pump downloaded history. Confirmed insulin flow blocked alarm did not appear in pump downloaded history. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Pump passed all required testing. Drive/motor anomaly not confirmed. Rewind anomaly not confirmed. Charge/battery lasts less than expected not confirmed. Unresponsive keypad was not confirmed during analysis. No delivery alarm/occlusion - unknown timing was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Updated summary: the device was returned for analysis.